Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging sinus issue, headache, .nausea, dizziness. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinus issue, headache, nausea, dizziness related to a CPAP device's sound abatement foam. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found dust and dirt contamination inconsistent with degraded sound abatement foam observed throughout device enclosure and airpath. Evidence of water ingress found in the bottom of the blower box and on the bottom of the blower, slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water ingress in the device and are consistent with being from an external source.